Manufacturer narrative:
As reported, during the procedure the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured. The balloon lost pressure while inside the patient. There was no reported patient injury. The device had been stored and prepared in accordance with the instructions for use (IFU). The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. A 6fr non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography with an insertion angle of 30¿45 degrees. The vessel type was arterial, the vessel diameter was confirmed to be at least 5 mm, vessel tortuosity was noted as little, and no peripheral vascular disease (pvd) or calcium was present at the puncture site. Hemostasis was achieved by manual compression for less than 30 minutes. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection confirmed that neither button 1 nor button 2 was depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position, fully covered by the sealant sleeves. Regarding the sealant sleeves, a kinked condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit length could not be executed due to the severely kinked condition noted in the portion intended for measurement. The inflation/deflation functional analysis could not be performed because balloon inflation was impeded due to an identified leakage. A high-magnification microscopic evaluation was performed to assess the balloon¿s surface. During this analysis, a longitudinal tear was observed. The exact cause of the tear could not be determined based on the available evidence; however, this type of damage is consistent with cases in which tearing may result from handling, procedural factors, or other non-manufacturing-related sources. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the loss of pressure experienced. However, procedural/handling factors (such as use of excessive force), access site vessel characteristics, and/or concomitant device factors (although the procedural sheath was not returned for analysis) most likely contributed to the reported event since excessive force with the device, a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. It was also noted that the sealant sleeves were severely kinked/bent, which was also likely due to handling factors. However, as this condition was not reported by the customer, it is unknown whether this condition occurred during the procedure or due to manipulations after the procedure. According to the IFU, which is not intended as a mitigation, it instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the failures observed could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during the procedure the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured. The balloon lost pressure while inside the patient. There was no reported patient injury. The device had been stored and prepared in accordance with the instructions for use. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. A 6fr non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography with an insertion angle of 30¿45 degrees. The vessel type was arterial, the vessel diameter was confirmed to be at least 5 mm, vessel tortuosity was noted as little, and no pvd or calcium was present at the puncture site. Hemostasis was achieved by manual compression for less than 30 minutes. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The vcd will be returned for evaluation.